Event description:
Hamilton medical ag received the following incident description: "the device gives a continuous alarm after switching on and shows stripes on the display. Esm vup s/n: (B)(6) defective. Esm ipp s/n: (B)(6) defective.both esm boards (msp396377 + msp396378) replaced. Test of all functions ok!"

Event description:
Hamilton medical ag received the following incident description: "the device gives a continuous alarm after switching on and shows stripes on the display. Esm vup s/n: (B)(6) defective. Esm ipp s/n: (B)(6) defective.both esm boards (msp396377 + msp396378) replaced. Test of all functions ok!"

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: the hamilton-g5 was not returned to hamilton medical for investigation. However, it was serviced by our local authorized partner. Both the esm vup (ventilation unit processor) and the esm ipp (interaction panel processor) were identified as the faulty components. Our internal log file analysis has confirmed that the reported issue was related to an issue with the esm boards. Therefore, the root cause of this malfunction was determined to be a defective vu and ip esm board. The replacement of both esm boards resolved the problem. Updated fields.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: "the device gives a continuous alarm after switching on and shows stripes on the display. Esm vup s/n: (B)(6) defective. Esm ipp s/n: (B)(6) defective. Both esm boards (msp396377 + msp396378) replaced. Test of all functions ok!"